Manufacturer narrative:
Continuation, concomitant medical product(s): product ID 977d260, serial# (B)(4), product type screening device; product ID 977d260, serial# (B)(4), product type screening device; product ID 97725, serial# (B)(4), product type external neurostimulator. Device information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial#: (B)(4), ubd: 22-oct-2026, UDI#: (B)(4); product ID: 977d260, serial #: (B)(4), ubd: 22-oct-2026, UDI#: (B)(4). Event previously reported in reg report (B)(4) involving other wens involved in the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (wens) for unknown indications for use. The reason for call was caller reported a trial pt was implanted with two trial leads and the 8-15 lead did not provide stimulation. Caller stated they connected a different wens and the 8-15 lead still did not provide stimulation. Caller stated they inserted the lead into the 0-7 port of the wens and the lead did not provide stimulation. Caller stated when they initially implanted the leads, they ran an impedance check and the 8-15 lead did not display high impedance values. Caller said they ran an impedance check again after about 5 minutes and the lead displayed high impedances but caller assumed they would resolve with time. Caller stated every time they ran an impedance check, a different electrode displayed high impedance values. Caller stated they met with pt yesterday and the lead still displayed high impedance values. Caller stated oor displayed but it allows them to increase stimulation and when they increase stimulation to about 10 amps, the pt can feel stimulation on the inner thigh of their right leg. Caller stated that pt's hcp thinks it's the pt's body not responding to stimulation but based on all troubleshooting, it seems to be the lead that is malfunctioning. Caller inquired about submitting an mpxr report on the lead. Tss reviewed information and confirmed that tss would create a report and instructed caller to include the case number when returning the product for analysis. On 2023-jan-30 the rep clarified that when they turned the left lead (0-7) to an amplitude of about 10, the patient (pt) could feel sensation on inner leg right side as well as the left leg. When the rep would turn the amplitude up on the right lead (8-15) the pt could feel nothing, it would through oor at an amplitude of about 1, even if the rep had multiple electrodes sending energy. Rep maxed out the lead and no sensation was felt. Rep reported there were 2 wens units involved, and provided serial numbers. The high impedance were only on the right side, and the cause was not identified. Actions taken were the rep activated many electrodes and worked around the high impedance electrodes using other electrodes, and physician switched the wens and lead. The issue was not resolved as the trial ended. Weight was unknown. Rep reported the device was returned to customer service.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(6), product type: screening device, product ID: 977d260, serial#: (B)(6), product type: screening device, product ID: 97725, serial#: (B)(6), product type: external neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the device were lost.